Event description:
It was reported by company rep that the shaft on the unit has been compromised.

Manufacturer narrative:
A quantity of two units were implicated in this event. Please refer to medwatch report number 2936485-2012-00276. Add'l info will be provided once the investigation has been completed.